Event description:
It was reported that the device temperature was not within range.

Manufacturer narrative:
Additional information: d1, d4, catalog number, d5, g5. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover. Wear and tear enclosure, front cover, and line cord. Outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the reported issue was found to be the device was out of calibration. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing showed the temperature was not within specifications (did not heat to 41.9 degrees c as per specifications). The cause of the calibration issue was not established.